Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One sample was provided for evaluation. Upon visual inspection of the returned sample, no deviations were noted. The sample was connected to a bag and fluid was pushed through the set. An attempt was made to engage the roller clamp and it restricted flow as intended. The sample was leak tested per specification with no leakages identified. Due to the nature of the reported issue, it should be noted that the secondary line cannot be attributed to causing backflow found in the primary line. Based on the data from the investigation, the reported defect was unable to be confirmed. Five retains from the reported lot number were tested per specification and passed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformance's were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility, administering (B)(4) unit prbc to patient when tubing started leaking at the disc above the y port. It was unable to be tightened or adjusted. Delay in treatment as a result. Our hospital is seeing device issues when using either the b. Braun infusomat space pump IV set (B)(4) or the bbraun secondary IV set (B)(4)). We are seeing the medications either backflow into the primary line or rapidly infuse. We believe that a check valve is not performing as intended in certain lots of these sets. Ref reports: mw5156432, mw5156433.